Event description:
The protack 5mm fixation device was used to tack down mesh for the laparoscopic ventral hernia repair. The device fired the first two tacks. The third time the trigger was deployed, the tack did not fire. The trigger was again deployed and the tack fired. The next time the trigger was deployed, the tack did not fire. The trigger was deployed again and the tack fired. The trigger was again deployed and the tack did not fire. At this point the protack that was malfunctioning was removed from the field and another protack was placed on the field and used. No patient harm.

Event description:
The protack 5mm fixation device was used to tack down mesh for the laparoscopic ventral hernia repair. The device fired the first two tacks. The third time the trigger was deployed, the tack did not fire. The trigger was again deployed and the tack fired. The next time the trigger was deployed, the tack did not fire. The trigger was deployed again and the tack fired. The trigger was again deployed and the tack did not fire. At this point the protack that was malfunctioning was removed from the field and another protack was placed on the field and used. No patient harm.